Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a facility representative via sems that an ar-300b burr attachment was not holding. This was discovered during use in a procedure and as a result they had to change plans. Additional information was requested. On (B)(6) 2022, the sales representative stated the following additional information via phone: the event occurred during a metatarsal osteotomy on toe 2 to 5 on (B)(6) 2022. When the surgeon inserted the burr, it was noticed that the burr attachment was not moving, it did not lock. The site was flushed, the device was unlocked and then tried again, but the issue persisted, the burr attachment was not locking or moving. The incision had to be made bigger and a normal saw blade was used to complete the case successfully. The case was delayed by 20 minutes, no additional anesthesia had to be administered. This was discovered during use with no harm to the patient. The patient is fine to date, but the sales representative stated he would follow up on the healing process.

Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed that the attachment has something inside, to the degree that no chuck/attachment is able to sit in. Further observation showed the driver shaft is broken. During device functioning, the returned ar-300b burr attachment device was tested under normal use conditions to see if the issue reported could be reproduced. An ar-200 hand-piece and the returned round burr was used to assembled. The hand piece was powered on and work as intended, but no attachments were able to be inserted. The caused is undetermined.